Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, dr. (B)(6) performed a revision on a modular neck/profemur z from 15 years ago. The cup had spun out and the neck was pushed proximally. When dr. (B)(6) removed the head, the trunyon of the modular neck had been eroded down to basically a sharp point. After attempting multiple approaches to remove the neck with no success, dr. (B)(6) performed an eto to remove the entire profemur z (size 8) stem. He implanted a new zimmer cup and stem.